Event description:
An advocate (customer's father) from poland called to report that they were unable to select polish language on the contour plus link 2.4 meter. The only options for english and spanish languages were available. The customer was able to perform blood glucose testing. There was no allegation of an adverse event. The advocate was advised to return the device for evaluation. A replacement meter kit was sent to the advocate.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided. The device identifier # in section d4 was left blank as it could not be determined based on the available model #.

Manufacturer narrative:
The customer returned the suspected contour plus link 2.4 meter for evaluation. The serial number for the returned meter on the meter label did not match with the serial number in the customer service mode of the meter. The meter language setting selection had only two choices i.e. English and spanish. Upon insertion of in-house contour next test strips with the returned meter, the meter gave e84 error message, indicative of software error. The logbook and error logbook were empty. The unit of measurement changed from mmol/l to mg/dl. The software error caused the meter to reset the serial number in the customer service mode, logbook, the error logbook, bolus history, and units of measure. The meter was unable to be connected to the reference insulin pump. The cause of the issue was due to a software error.